Event description:
Health care professional reported that during surgery, extracorporeal circulation was stopped and pt's natural heartbeat was recovered. After a few minutes, the left atrial pressure increased and pt's blood pressure dropped. Surgeon inspected very carefully & found free disc movement. Pt's heartbeat was recovered again. After a few minutes, above situation happened again. Surgeon thought it was acute left heart failure caused by mitral valve insufficiency. He replaced the valve and returned it for eval.